Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The product is not implantable. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens would not advance well through a 1mtec30 cartridge. Reportedly, the lens seemed too big for the end of the cartridge and wound. A second new lens was loaded into new cartridge but the same issue occurred even after an incision enlargement was created as a resolution, but this attempt was also unsuccessful. Through follow up further information was provided. It was stated the initial lens was coming out of the cartridge and didn't put iol into the wound. It was noted that the doctor's incision was at a deep angle and it was suggested that he go in more level. There was no issue with the iol. Only the cartridge tip had patient contact. The second lens was implanted into the eye using a non-amo cartridge. The original incision was 2.4 but was enlarged to 2.5 to 2.6. There was no serious patient injury and no vitrectomy or sutures were required. No additional information was provided.